Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pdz277 batch number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and a barbed suture was used. During the procedure, the suture broke when it was used at the level suture of articular capsule. Changed another one to complete the surgery. There were adverse patient consequences reported. No additional information could be provided.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 05/08/2020. H3 evaluation: one open sample of product was received for analysis. During the visual inspection of sample, the swage and attachment area were noted to be as expected. The suture was examined and the barbs were present along the strand: no suture breakage was found. However: damage (lineal cut) on the last barb could be observed and the sides of the fixation tab were broken. The product contains an absorbable suture and as the sample was received open, the time of exposure that has the suture in the environment could not be determined and no additional test could be performed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample, no suture breakage was found.